Event description:
Second cutting loop electrode opened due to first one separating after use. This second electrode also separated after being used for a resection of a bladder tumor. A third electrode needed to be opened.